Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on samsung galaxy s24+ (android 14) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - gatt undefined errors coming from the ble stack. - supervisor_timeout errors - loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue status: unknown. Can we please try these steps in this order with the patient - 1. Make sure users remove paired devices from phone and pump 2. Also ensure that there are no other paired devices on the phone 3. Delete the minimed mobile app's memory cache in the android settings: settings -> apps -> find minimed mobile in the list of apps -> storage and cache -> clear cache and data 4. Delete the app 5. Restart the phone 6. Reinstall mmm app 7. Check for all the usual connectivity (internet, bluetooth on, etc.) 8. Start the pairing process from scratch. If these steps do not work, please try the following -â disable cross-device service in the phone 1. On your android device, open settings. 2. Tap google, devices & sharing, cross-device services. 2a. Or search â¿¿cross-deviceâ¿¿ from settings. 3. Make sure the use of cross-device services is off or disabled 4. Follow the instructions in the minimed mobile app to establish a pairing between the pump and phone. Note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. No harm requiring medical intervention was reported. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer will discontinue using the application. No product return is required for mmt-6101.